Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the distal end burned event was due to the following handling: endo therapy accessory for high-frequency cauterization: -failure to ensure the subject device did not make contact with mucosa. -not positioning the endo therapy accessory to the designated green marking on the sheath. -electrifying without proper contact of the electrode with mucosa. Laser cauterization: -performing the procedure without maintaining the appropriate distance between the laser probe tip and the end of the subject device. Argon plasma coagulation (apc): -failure to position the apc probe to the designated black ring on the tip as seen on the endoscopic image. The event can be [detected/prevented] by following the instructions for use which state: instructions for use states the detection method for suggested event 1 in ¿operation manual: 3.3 inspection of the endoscope: inspection of the endoscope¿. Instructions for use states the preventive measures for suggested event 1 in ¿operation manual: 4.3 using endo therapy accessories". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found that the bending section cover was leaking due to a couple of cut and the biopsy channel was leaking due to a tear inside. The boroscope was used to check the channel, and due to the leak moisture, it invaded and damage the charge coupled device element causing to fail the electrical continuity test. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a burnt distal end plastic cover. There were no reports of patient involvement.